Event description:
Literature was reviewed regarding the 'retrospective study on the chimney technique for endovascular treatment of aortic aneurysms. The time frame of this study was 'a median follow-up of 26.6 months. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: endurant ii/iis. Among patient adverse events included: chimney graft occlusion acute kidney injury thrombolysis multiorgan failure sudden massive hematemesis, retroperitoneal hematoma, pulmonary complications, cardiac complications, temporary hemiparesis, wound c omplications. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.